Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported issue could not be reproduced. An upstream sensor reading was found to be out of specification, and the sensor could not be calibrated. A review of the event history log revealed multiple 'air in line' messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the ultrasonic sensor. The ultrasonic sensor will require replacement to correct the issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump constantly alarmed air in line during an unspecified process step. There was no patient involvement. No additional information is available.